Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that five or six hours post-operative after a robotic nephrectomy the staple line failed and bleeding occurred, the patient had to be reopened. It is unknown if a transfusion was necessary. The patient survived but the patients current condition is unknown. The device is not available for return and the rep will call back with additional information.